Event description:
It was reported to philips that while in high flow therapy (hft) mode, the device would not reach its target flow. This event was reported to have occurred during patient use. There was no patient harm reported. The customer spoke with a philips remote service engineer (rse). The rse provided information to the customer. Further information is pending.

Manufacturer narrative:
Many good faith efforts have been made to obtain additional information from the customer; however, there was no response. The resolution and disposition are unknown. Based upon the information provided, the root cause cannot be determined in the assessment of this complaint due to the lack of further information furnished by the customer.